Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable pressure shunt on (B)(6) 2019 due to hydrocephalus. In (B)(6) 2020, the patient's family found the pressure regulator valve implanted was originally above the cochlea, but now, the position of the pressure regulator valve slipped below the cochlea. The family contacted the surgeon to inform the doctor of the situation of the valve displacement, and the surgeon stated that they could not judge the situation of the patient by the phone. It was recommended that the patient undergo a local CT examination and confirm follow-up treatment plan based on the results of the examination. The patient was at home without any discomfort. Additional information received reported that the patient was too young and relatively live and active resulting in the loosening of the interface between the valve and the ventricular end. The doctor reconnected the valve through surgery and informed them about postoperative precautions.